Event description:
The pt reported experiencing a loud sound followed by loss of lock. External equipment was exchanged; however , this did not resolve the issue. Surgery to explant the pt's device has been scheduled.